Manufacturer narrative:
We attempted to obtain additional information about the event - including the patient's condition, medical records and images - however, the physician refused. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.

Event description:
According to the initial information received, a 4/4mm amplatzer duct occluder ii (ado2) was being implanted when the device became stuck in the sheath. When the physician maneuvered the delivery cable, the ado2 inadvertently came off the delivery cable and embolized into the lung. The physician attempted to snare the ado2 but was unable to do so. The patent ductus arteriosus was closed using another occluder but the original ado2 remains in the lung.